Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for evaluation without original packaging. During the evaluation of the actual sample, a leak was found in the cassette film. During the visual inspection in the microscope a hole/physical damage was observed in the cassette film. The reported issue was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm and patient line is blocked alarm during drain 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up with the patient and pdrn, it was stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. It was also reported that another leak occurred between the patient's safe lock adp luer lock connector and baxter solution bag during dwell 1 of the same treatment. It was reported the threading did not match. As a precaution, the patient was put on prophylactic antibiotics. The patient was prescribed cephalexin (500 mg capsules, 1x per day for 5 days). Despite the prophylactic antibiotics, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette and connector used by the patient was reported to be available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.